Manufacturer narrative:
Concomitant medical products: product ID 3888-33, lot# v394049, implanted: (B)(6) 2010, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 3888-33, lot# v394049, implanted: (B)(6) 2010, product type: lead; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 37752, serial# (B)(4), product type: recharger; product ID 3888-33, lot# v394049, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulators (ins) was in its first confirmed overdischarge (od) condition. It was noted that the patient had stopped using their ins around last christmas and now wanted to use it again. The importance of recharging was explained to the patient even when the device is not being used. Two physician mode recharge (pmr) procedures were attempted but did not successfully reset the device. The patient was not receiving effective therapy at the time of report and was to follow up with their physician to discuss possible replacement of the device. The patient status at the time of report was noted as ¿alive ¿ no injury¿. There were no further details, interventions or an outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.